Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked to clarify what they meant by they had another infection, they reported they had an infection (B)(6)2018 and a recheck (B)(6)2018. When asked the steps taken to resolve the infection, they responded they were first given mystain cream, keflex babtroban cream, and prednisone. After that mystain powder. They also went to their doctor to reset programming and their obgyn told them to keep doing what they were doing from their primary care doctor. They reported the infection was resolved after one month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that in the first 2 weeks in april, the patient ¿ended up with another infection; it was a really bad one.¿ it was noted that they were going to see their healthcare provider on (B)(6) 2018 to discuss their symptoms, and that the infection had not yet been confirmed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. See manufacturer¿s report # 3004209178-2018-26385 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.